Manufacturer narrative:
The field service representative (fsr) troubleshot the power problem on the roller pump. Power was coming out of base but not getting to pump unit. The fsr connected good power source that the pump would still not power on. The fsr concluded that the cable wire assembly and the pump drv/pwr pc assembly were faulty. The fsr replaced the cable assembly, pc board assembly and checked the roller pump functions. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the vent roller pump powered up normally then lost power and wouldn't come back on. The staff checked for connection issues and non were found. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.